Manufacturer narrative:
(B)(6). PMA/510(k) #: exempt. (B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and visual inspection of the returned device was conducted during the investigation. The customer returned one 7.0fr mac-loc catheter in a used condition. Biomatter was present on the device. The connector cap inner diameter, mac-loc hub distal inner diameter, catheter tubing outer diameter, and the number of adapter threads were all found to be within cook's manufacturing specifications. A leak test confirmed the presence of a leak between the catheter tubing and connector cap. Upon removing the cap, the suture string was found wound in the threads. The flare appeared very lopsided and had a diameter of 0.230". Due to the compression of the flare within the cap and the potential damage upon removal, it cannot be determined if the flare was manufactured to cook's specifications. A non-conformance review was performed on lot 8789565 and revealed no relevant non-conformances. Based on the information provided, examination of the returned product, and the results of our investigation, a definite root cause could not be determined. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed into the right kidney of the patient as a nephrostomy tube. The initial procedure was completed successfully and the patient returned home. Five hours later, the patient called the hospital to report that body fluid was leaking from the device. On the following day, the patient returned to the hospital to be evaluated. The physician confirmed air entry into the device upon applying negative pressure with a syringe. It was determined that the point of leakage was between the catheter and the hub. The device was removed and replaced with another manufacturer¿s catheter to complete additional treatment. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.